Event description:
It was reported that in the or before surgery, once the emg tube was connected to the machine, it was not working, it was not connecting to the patient interface and the other tube worked properly when tested with the same machine. There was no patient involved in this event.

Manufacturer narrative:
G4: please note that the involved device is not marketed in the united states; however, it is similar to the united states marketed device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: device analysis stated that the device was returned in a large plastic sleeve rather than its original packaging and was found wrapped in a plastic bag. Upon return, surgical tape was present on the tube, and contamination was observed on the cuff, tube tip, and inside the tube. It was also observed that the flex circuit and ribbon were creased. Electrically, while maximum resistance from electrodes to pins shall be 20 ohms, actual measurements exceeded this limit: 34.2 ohms (red), 30.6 ohms (red with clear tube), 22.7 ohms (blue), and 21.6 ohms (blue with clear tube). During functional testing, the device was connected to a nim system, and the distal end of the flex circuit was submerged in a saline solution for electrode check/noise test. The electrode check passed immediately, with no excess noise or intermittent behavior recorded during the functional test. Although higher resistance was observed during the electrical check, there were no issues with the electrode check, functional test, or connection of the device to the nim system; therefore, the complaint could not be substantiated. H6: initially submitted codes fdm b17, fdr c20 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: initially submitted code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.